Event description:
It was reported that the rack pushrod on the pump was melted, which led to difficulties loading cartridges. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose level of 50 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.